Event description:
On 7/13/96, a catheter was being placed for hemodialysis when the pt developed cardiac tamponade and the right ventricle was perforated. The catheter was removed. The pt was stabilized, recovered, and was released.